Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient has a left total hip with aml stem and duraloc cup. The hip was done over 20 years ago. The patient has poly wear and a little pain. The surgeon did a head and liner exchange. The liner was severely worn, almost through. The patient had severe osteolysis around the acetabular cup and proximal femoral stem. The cup and stem are well fixed and retained. There was no trunionosis. Doi: 20 years ago. Dor: (B)(6) 2020; affected side: left hip.